Manufacturer narrative:
Final analysis concluded the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the lead's helix would not extend during procedure and the parameter test were not showing results. The surgeon selected a new lead and surgery was successful. The patient's condition was stable during and post procedure.